Event description:
It was reported that on the (B)(6) 2019, in the maternity department, the mid-wife had difficulty removing the epidural catheter. She called the anesthetist. He also had difficulties to remove the catheter and while removing it, he noticed that the catheter was distorted on several centimeters and without knowing if it was still in one piece. An x-ray was performed to know if any piece was still in the patient. We faced the same issue on the (B)(6) 2019. Clinical consequences: intervention of the anesthetist to remove the catheter.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The IFU for this kit, e-17019-110a; rev. 02, was reviewed as a part of this complaint investigation. The IFU warns the end user, "never advance catheter more than 5 cm beyond the needle tip. Advancing catheter more than 5 cm increases the likelihood of catheter-related complications." The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter with no evidence to indicate a manufacturing related issue. Therefore, the potential cause of the catheter being difficult to remove could not be determined based upon the information provided and without a sample.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on the (B)(6) 2019, in the maternity department, the mid-wife had difficulty removing the epidural catheter. She called the anesthetist. He also had difficulties to remove the catheter and while removing it, he noticed that the catheter was distorted on several centimeters and without knowing if it was still in one piece. An x-ray was performed to know if any piece was still in the patient. We faced the same issue on the (B)(6) 2019. Clinical consequences: intervention of the anesthetist to remove the catheter.